Manufacturer narrative:
To date, information suggests that this ICD has not yet been removed from service. As no further information concerning this report is expected at this time, investigation is considered complete. This report will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.

Event description:
Boston scientific received information that this device was explanted for unknown reasons and returned for analysis. No further allegations since the original event or adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(6) 2009 population product advisory initially communicated on (B)(6) 2007, displayed a battery status of end of life (eol) with a charge time measurement of 32.3 seconds and a monitoring voltage measurement of 2.67 volts. It was unknown when the device would have reached elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected. This device was recommended for explant. There was no report of adverse patient effect.